Event description:
A malfunction alarm was reported by the customer, identified by a resettable malfunction code 9. There was no adverse impact to the customer's blood glucose level. The technical support team assisted the caller with resetting the pump, and the malfunction did not recur. The customer was informed to continue using the pump and to call back if any issues reappeared. No additional information regarding the outcome of the event was provided.